Event description:
It was reported that the driver lockscrew was broken while implanting the screw. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Unable to determine the cause of event.